Manufacturer narrative:
Testing procedures with prism hcv reagent lot 45613li00 could not be performed as the lot has expired. No returns were made available from the customer site. The performance of this lot was investigated by completing a review for non-conformances or deviations related to the likely cause lot. This review did not reveal any events or issues that may have impacted the performance of the lot in relation to the complaint issue. The abbott prism instrument the customer used (s/n (B)(4)) was de-installed on (B)(6) 2015. Review of the abbott prism analyzer, list 06a336-10, serial number (B)(4), service history was performed. No issues related to instrument operations were identified that could have contributed to the issue under evaluation. Analyzer performance is acceptable. All reagent lot numbers the customer could have used before (B)(6) 2015 are now expired. The abbott prism hcv assay package insert and the abbott prism operations manual contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no deficiency or deterioration in the characteristics and / or performance or any inadequacy in the labeling or instruction for use of the device identified. Further, an expanded investigation was initiated on 20 may 2016 to further evaluate performance of the prism hcv assay, list number 06a52. The investigation identified no nonconformance and no indication of a potential problem which requires corrective or preventative actions. This report is being filed on an international product, list number 06a52 manufactured in (B)(4), that has a similar product distributed in the u.s, list number 06d18, manufactured in (B)(4) USA.

Event description:
On (B)(4) 2019 abbott laboratories (B)(4) received a user report sent by (B)(6) to competent authority and manufacturer about potential (B)(6) result comparing to roche cobas (B)(6) result. The user report stated sample ID= (B)(6) generated (B)(6) roche cobas (B)(6) when initially tested on (B)(6) 2018. The sample was sent to a reference lab for confirmatory testing generating (B)(6) results. During retrospective investigation performed by (B)(6), archived sid (B)(6) of the affected blood donor was pulled from the archive and sent to (B)(6) on (B)(6) 2019 for confirmatory testing. This sample generated a (B)(6) result when tested on both abbott prism (reagent lot 45613li00) and nat system back on (B)(6) 2015. The following confirmatory testing results were reported by the (B)(6) on (B)(6) 2019: (B)(6) confirmed (B)(6). Blood products (erythrocytes, platelets, cryoprecipitate) from the donation on (B)(6) 2015 were provided to the health care providers. No information regarding the use or disposal of the blood products was provided. No specific donor information was provided.